Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the luer lock component separated from the syringe, containing the flu vaccine, while attempting to retract the bd eclipse¿ safety needle during use, leading to it sticking the nurse's left thumb. However, no further information regarding medical intervention was provided by the reporter. The following information was provided by the initial reporter: "nurse immuniser sustained needle stick injury when attempting to activate safety feature of bd eclipse needle. Luer lock component separated from syringe (flu vac) and needle pierced left thumb."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 305891 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. In addition, batch information was unavailable to perform an accurate device history review. Based on the information available, bd could not determine if the defect was a caused as it relates to the needle manufacturing process. No corrective actions are required at this time.

Event description:
It was reported that the luer lock component separated from the syringe, containing the flu vaccine, while attempting to retract the bd eclipse¿ safety needle during use, leading to it sticking the nurse's left thumb. However, no further information regarding medical intervention was provided by the reporter. The following information was provided by the initial reporter: "nurse immuniser sustained needle stick injury when attempting to activate safety feature of bd eclipse needle. Luer lock component separated from syringe (flu vac) and needle pierced left thumb."